Manufacturer narrative:
Findings: pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No delivery alarm functioned properly. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 516 mg/dl. The customer was treated for the high blood glucose with a bolus. The customer stated that the infusion set came off while they were sleeping. The customer was assisted with troubleshooting, but the insulin pump did not pass the high pressure test. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.